Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 23 previously reported events are included in this follow-up record.   Product return status 15 devices were received. 8 devices were not available for evaluation. Event confirmation status 5 reported events were confirmed; the cause traced to component failure. 10 reported events were not confirmed. Evaluation results 6 devices were found to be affected by internal corrosion. 3 devices were found to be affected by a lubrication problem. 1 device was found to be affected by a mechanical problem. 5 devices had no device problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 17 devices were received. 5 devices were not available for evaluation. 1 device investigation type has not yet been determined.   Evaluation status: confirmed 5 reported events were confirmed during testing. 4 devices were found to be affected by internal corrosion. 1 device was found to be affected by compromised lubrication. Not confirmed: 4 reported events were not confirmed during testing; however: 2 devices were found to be affected by internal corrosion. 1 device was found to be affected by compromised lubrication. 1 device was found to be affected by a damaged drive shaft. 5 reported events were not confirmed during testing. In progress: 3 device evaluations are in progress.   Additional information: 23 devices were not labeled for single-use. 23 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 3 events had patient involvement; no patient impact.